Event description:
During service by baxter technician,the device faliled accuracy test with undredelivery. The hospital representative stated they have no record of any patient incident invloving the pump since last baxter service event.